Event description:
Operator reported a leak coming from the preclean area of the analyzer onto the floor. No patient samples were involved and no operators were injured. The field service representative determined a broken preclean needle to be the cause and replaced the needle. Performance tests were performed.